Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. A device lot history record review for lot number 73b2400749 manta 18f ce was performed and no relevant findings were identified. Case details were reviewed. Post-evar, an 18f manta was deployed in the right femoral artery for closure. Post-deployment tibial and pedal pulse assessment indicated no flow in the right foot. An ultrasound indicated limited flow distal to the manta access site. The physician chose to perform a cut-down, grafted the vessel, and sutured it in place. The root cause of occlusion requiring local surgical repair, could not be determined could not be determined from the available information.

Event description:
It was reported that: "manta deployed per IFU in right femoral artery post evar procedure. Upon assessment of tibial and pedal pulses, pulses were absent on right foot. Ultrasound performed, flow to vessel was limited distal to manta closure device. Physician proceeded with cutdown to repair vessel, grafted vessel sutured in place."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "manta deployed per IFU in right femoral artery post evar procedure. Upon assessment of tibial and pedal pulses, pulses were absent on right foot. Ultrasound performed, flow to vessel was limited distal to manta closure device. Physician proceeded with cutdown to repair vessel; grafted vessel sutured in place."